Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial tachycardia and atrial fibrillation (af) episodes due to premature atrial contractions (pacs) and compensatory pauses. It was reported that ectopic rejection was programmed on but it didn¿t work. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.